Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed a kink in the sheath assembly from femoral marker to the proximal end. No other visual damages or detachment sections were encountered upon visual inspection.

Event description:
It was reported that the device was fractured. The target lesion was located in the coronary artery. An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was reported that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient is stable.

Event description:
It was reported that the device was fractured. The target lesion was located in the coronary artery. An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was reported that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient is stable.